Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode. Additionally, high out of range pace impedance measurements were noted on this right atrial (ra) lead. Loss of capture (loc) was also observed as well as high capture thresholds. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.